Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 18 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip®/celect® filter (lot # e3295238) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 13.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 5.5 degrees. Post-procedure x-ray: day of procedure. Site: the angle of filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 6.8 degrees and 16.3 degrees in the lat view. At the 3-month clinical assessment, the filter retrieval procedure was to be scheduled. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Summary of investigational findings: investigation is based on event description and review of provided imaging. Tilt is confirmed based on the provided imaging. According to the imaging review, a tilt of 16deg on the lateral view is observed. However, a lateral venogram was not performed, so the anterior margins of the vertebral bodies was used as a surrogate for the expected course of the ivc "although this can vary significant from patient to patient, and may in fact not be a significant tilt if measured against the true lumen of the ivc". The tilt should be measured in reference to the longitudinal ivc axis. However, there is no evidence to indicate, that the anterior margins of the vertebral bodies does not follow the expected course of the ivc. To address the clustered appearance, the imaging review states that ¿what likely occurred is when the filter was unsheathed, the primary legs engaged with the anterior and posterior walls of the ivc prior to fully extending laterally across the entire lumen of the ivc, thus resulting in their clustered appearance on the ap view towards the right aspect of the ivc.¿ the root cause for the reported filter tilt is not possible to determine. There is found no evidence to suggest that this device was not manufactured according to specifications and that it did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 18 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip®/celect® filter (lot # e3295238) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 13.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 5.5 degrees. Post-procedure x-ray: day of procedure site: the angle of filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 6.8 degrees and 16.3 degrees in the lat view. At the 3-month clinical assessment, the filter retrieval procedure was to be scheduled. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.